Manufacturer narrative:
Mentor became aware that this adverse event was reported in error, mentor is not the manufacturer or importer of the suspect medical device. The patient underwent bilateral flap reconstruction with non-mentor devices (baxter). Section d has been updated to non mentor product, and health effect clinical codes and impact codes have been removed due to reported event is not related to mentor devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient who underwent a breast reconstruction revision with unknown mentor breast implants has experienced left-sided implant-site hematoma, right-sided soft tissue necrosis, bilateral surgical interventions and bilateral local reaction of edema post-operatively. Healthcare professional reported evacuation of hematoma on the left breast and debridement was performed for both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to gel breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.